Event description:
Post retrieval of an ivc filter, upon inspection of the filter there were only 5 arms/legs present rather than 6. It was noted under fluoroscopy that there were 2 thin radiopaque wires located in or near the right ventricle. One wire was able to be snared and removed and the other was not due to its proximity to the tricuspid valve.